Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A memory review noted that the shock lead open code 1005 occurred. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead recorded a code 1005 indicative of an open circuit condition during shock delivery as the lead exhibited a high out of range shock impedance measurement greater than 145 ohms. Technical services (ts) discussed the lead exhibited a gradual rise of impedance measurements and recommended a lead replacement. This ICD and the lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead recorded a code 1005 indicative of an open circuit condition during shock delivery as the lead exhibited a high out of range shock impedance measurement greater than 145 ohms. Technical services (ts) discussed the lead exhibited a gradual rise of impedance measurements and recommended a lead replacement. This ICD and the lead were explanted and successfully replaced. No additional adverse patient effects were reported.